Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred 2.3 months apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. As of 30-oct-2018, the device history record (DHR) has not been forwarded by zimmer-biomet for review. Should zimmer-biomet provide the needed records at a later time, this investigation shall be updated. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having an infection. The patient needed a wash out and poly swap.